Event description:
It was reported that the pacemaker exhibited pacing inhibition for about two seconds while being changed out. The device was interrogated post-procedure and the programming remained as expected with pacing to be expected in the bipolar sensing configuration for the atrial dependent patient. It was noted that this occurred when the right atrial (ra) lead port was unplugged. A new pacemaker was successfully placed as intended. This ra lead is a non- (B)(6) scientific product. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).